Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted for an unspecified reason. The associated atrial lead dislodged during the procedure and was also explanted. Visual inspection identified fibrotic tissue buildup between the leads. Replacement leads were implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted for an unspecified reason. The associated atrial lead dislodged during the procedure and was also explanted. Visual inspection identified fibrotic tissue buildup between the leads. Replacement leads were implanted without further incident. No additional adverse patient effects were reported. It was reported that this rv lead was explanted due to noise. No additional adverse patient effects were reported.